Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: the black box data revealed unexplained power on reset event recorded on (B)(6) 2018. The battery compartment was confirmed to be cracked. The returned battery cap secured to the pump properly. The pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the power complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the yellow o-ring of the battery cap was visible, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.